Event description:
After chewing on an entire roll of flavored floss, a child began chewing on the empty floss spool. The child fell off a chair with the spool in child's mouth and aspirated the spool into the trachea. A physician at the hosp emergency room removed the spool. The child was hospitalized overnight.